Event description:
The patient's generator was replaced. The explanting facility is a no return site and will not release the device for analysis. No additional or relevant information has been received to date.

Event description:
A return product kit was requested from the explanting facility indicating the device is available for return. The device was received for analysis. Product analysis for the generator was completed and approved. The pulse generator diagnostics were as expected for the programmed parameters. Analysis in the lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the patient was referred for generator replacement for an unknown reason. Notes were scanned for reason for replacement and it was noted that the patient has been having frequent falls and the etiology of the falls is not completely clear. The patient has a history of atonic seizures which resolved with vns implantation back in 2007 however the physician is concerned that these falls may be an indication that the battery on her vns is beginning to wear out. It was noted the device is over 10 years old so may likely be low. The physician does mention that another possibility of her falls may be due to low blood pressure readings that she has had. The plan is to replace vns first and if the falls continue to assess blood pressure. Battery life calculation was performed and showed 1.7 years to end of service. Although it was already indicated from the notes that battery is fine. No additional or relevant information has been received to date.